Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss for over an hour. No injury or medical intervention was reported.

Manufacturer narrative:
B5 --product was returned for investigation. External visual inspection: pass transmitter voltage test: fail (0 vdc).

Event description:
Product returned for investigation. An external visual inspection was performed and passed.a transmitter voltage test was performed and failed at 0 vdc.